Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve in aortic position is being evaluated for a valve in valve procedure after an implant duration of nine (9) years, 10 months due to unknown reason. Tavr has not been scheduled.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve in aortic position underwent a valve in valve procedure after an implant duration of nine (9) years, ten (10) months due to calcification and degeneration. The patient presented with heart failure and shortness of breath. Tavr was completed with a 23mm 9755rsl transcatheter valve and patient was in recovery post-operatively.

Manufacturer narrative:
H11: additional manufacturer narrative: (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary 31081, rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required, as there is no confirmed product, or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed, including congenital heart disease. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b2 - b5, g3, g6, h2, h6 (impact code and type of investigation).

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve in aortic position underwent a valve in valve procedure after an implant duration of nine (9) years, 10 months due to unknown reason. Tavr was completed with a 23mm 9755rsl transcatheter valve and patient was in recovery post-operatively.